Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a foley catheter was removed from the patient, and a small cuff was at the base of the balloon. The balloon did not fully deflate, leaving an approximate 1cm ridge around the catheter, and potentially causing the patient pain upon removal.

Manufacturer narrative:
Received 1 used silicone foley catheter only. The reported event was confirmed as cause unknown. Per visual evaluation noted a slight cuff roll on the balloon. No others defects were observed. During the functional evaluation, the balloon was inflated with air and deflated cuff roll was not formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself and cuff roll was not formed. Dimensional evaluation indicated that the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a foley catheter was removed from the patient, and a small cuff was at the base of the balloon. The balloon did not fully deflate, leaving an approximate 1cm ridge around the catheter, and potentially causing the patient pain upon removal.